Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system was not inflating. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, other text: evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition and without the h-2 pressure chambers. The investigator subsequently installed a digital pressure indicator and powered on the device. The reading showed a value of 5.6 psi. This value was within the acceptable range of 5.4 to 5.6 psi. The measured temperature was also within specification at 41.7 degrees celsius. The customer reported product problem (failure to inflate) was not confirmed during testing. No fault was found with the device.